Event description:
The customer states that one patient sample generated repeat reactive results of 17.2 and 13.1 iu/ml. The same sample generated negative results by two different methodologies (ditest and hs agglutination). Controls have remained within specifications. There is no impact to patient management reported.

Manufacturer narrative:
(B)(4). Expiration date corrected from 06/13/2009 to 06/14/2009. No material returns from the customer site were made available for this investigation. The customer observed two positive results of 17.2 iu/ml and 13.1 iu/ml when testing a patient sample with the axsym toxo igg assay using reagent lot 68624hn01. The customer used calibrator lot 66164hn00 for calibration. All control values were within specifications. These results were discrepant with the results of other test methods. Customer obtained negative results when testing the same patient sample with the dye technique and the agglutination technique. Master lot release testing for list number 9k08-20, lot number 68624hn01 was performed on (B)(6) 2008. The test data was reviewed and indicated the master lot listed above was released within manufacturing release specifications. Additionally, the performance of list number 9k08-20, lot number 68624hn01 (and any associated sub lots), was investigated by completing a review of manufacturing and testing records for the associated lot of axsym toxo igg. This review did not reveal any events or issues that may have impacted the performance of the above lot number(s) in relation to the complaint issue. Also, a review of the complaint records for axsym toxo igg reagent, list number 9k08-20, lot number 68624hn01 (and any associated sub-lots) did not identify any problems relating to the customer's observation. Testing was performed on an in-house file reagent kit of the axsym toxo igg, lot 68624hn00: all values for controls were within the specifications stated in the axsym toxo igg package insert (B)(4). Panel 1 values were also within specifications. The investigation results were reviewed for related or different issues. No potentially related issues, including those of clinical significance, and no different performance issues were identified and no further action is required. Based on the findings of this investigation it can be concluded that the axsym toxo igg reagent, list number 9k08-20, lot number 68624hn01 is performing within its intended use, label claims and specifications. No deficiency related to the performance of the device was identified. This is a final report.

Manufacturer narrative:
This report is being filed on an international product that has a similar product distributed in the us.this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.